Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had a missing end cap sticker, and minor scratches on the lcd window.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 375 mg/dl. The caller, who was the mother of the customer, stated that there was not a basal programmed before the insulin pump alarmed. The mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.